Manufacturer narrative:
The company service representative examined the system but did not replicate the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that laser power was insufficient during a photocoagulation procedure. The procedure was completed by increasing the laser power. There was no patient harm.